Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reporting 1 false positive sars result with confirmed negative pcr result (unknown if patient was symptomatic or asymptomatic). Attempts were made to gather further information from the customer without success.